Event description:
It was reported that during a da vinci si surgical procedure the mega needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Engineering found that the proximal clevis cable hole exhibited wear on one edge. The other cables at wrist were undamaged. The evidence was inconclusive, but the wear on the hole may have contributed to cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.